Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire was crossed, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. However, during the second inflation at 8 atmospheres, the balloon ruptured. Dilation was performed using a different device, and after stent placement, the procedure was completed. No patient complications were reported.